Event description:
Nurse informed sales rep that they have had four cases where the t2 screwdriver (product number 18060233) have been broken during the nailing operations. Only two products are available for investigation. Customer used basic screwdriver in all operations instead. Operations time did not got longer.

Manufacturer narrative:
Product inquiry stated the screwdriver, self-holding to be the subject product. No further associated products were reported. A physical examination of the device could not be carried out as the device will not be returned to stryker (B)(4). According to information received further information such as the lot code and event details will not be available. A review of the device history could not be carried out as the lot code of the device was unknown. Thus, a reasonable examination and investigation was not possible. The reported event (¿screwdriver¿have been broken during the nailing operations) could not be confirmed. Further information regarding the event could not be provided. With the information given the exact root cause could not be determined. The file will be closed formally in accordance to our procedures. In case the item and / or substantive information will become available in future the file will be reviewed and reopened. A review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
Nurse informed sales rep that they have had four cases where the t2 screwdriver (product number 18060233) have been broken during the nailing operations. Only two products are available for investigation. Customer used basic screwdriver in all operations instead. Operations time did not got longer.

Manufacturer narrative:
Product inquiry stated the screwdriver, self-holding to be the subject product. No further associated products were reported. A physical examination of the device could not be carried out as the device will not be returned to stryker kiel. According to information received further information such as the lot code and event details will not be available. A review of the device history could not be carried out as the lot code of the device was unknown. Thus, a reasonable examination and investigation was not possible. The reported event (¿screwdriver¿have been broken during the nailing operations) could not be confirmed. Further information regarding the event could not be provided. With the information given the exact root cause could not be determined. The file will be closed formally in accordance to our procedures. In case the item and / or substantive information will become available in future the file will be reviewed and reopened. A review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified. Device not returned.